Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. A review of the directions for use was performed, and the following information is provided regarding use of the stoma measuring device: " moisten the tip of the stoma measuring device with a water soluble lubricant or water. Confirm that the pre-attached plug is firmly seated into the top of the lumen. Insert the device through the stoma site into the stomach. Do not use force. Note: a 0.038" guide wire may be used to facilitate placement by removing the plug. Inflate the balloon with 5 ml water or saline. Gently pull the stoma measuring device away from the patient until you feel resistance against the abdominal wall. With the patient in a supine position, slide the plastic disk down to the stoma. Read the marking at the top of the disk. The added 1 mm to 2 mm to the actual stoma length allows some movement for a proper fit. The accuracy of this device is ±0.125 cm. Slide the disk up away from the stoma and raise the patient to an upright position. Slide the disk down to the stoma. Read the marking at the top of the disk. Record the average of the two centimeter readings. Deflate the balloon and remove the device." Per the directions for use, the device is only to be used for measurement of the stomach wall. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint: (B)(4). Device not returned.

Event description:
It was reported by the customer that the mic tube supplied in the introducer kit leaks and has caused an infection in the patient. However, no mic tube is supplied in the introducer kit, and it was determined by the distributor that the customer was using the measuring instrument included in the kit as the mic tube.